Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that his defib lead might be defective and that there was soreness at the site of the implanted device, 4 years post implant. Patient was advised to see his physician. Follow-up with the patient's physician reported that the patient had made an appointment but did not show up. There were no further patient complications reported as aresult of this event.